Event description:
It was reported that the right ventricular lead impedance had increased to greater than 3000 ohms, and capture threshold increased. The pace/sense portion of the lead was capped, and a new pace/sense lead was placed. No patient complications have been reported as a result of this event.